Manufacturer narrative:
The customer indicated that the device was discarded. No ch2000s-c product samples, videos, or photographs were returned for investigation. The DHR (device history review) for lot 3895030 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event involved a report of a chemotherapy leak from the spinning spiros where it was attached to a syringe. The chemo being infused made contact with the towel the nurse was holding. The nurse held a towel under the spiros piece while it was leaking with one hand and infused the drug with the other hand. The chemo spill was cleaned up per facility protocol. No one was harmed as a result of the event.